Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted device was not returned to bsn per hospital policy.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted device was not returned to bsn per hospital policy. Additional information was received that the ipg was replaced due to patient wanted a device upgrade for MRI conditionality.